Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope bending section rubber was not good anymore. The event occurred during maintenance. There was no patient harm associated with the event. The device was evaluated, and it was found that there was wear on adhesive for bending section cover and there was a gap between the acoustic lens and ultrasound probe. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the adhesive having wear on the bending section cover and a gap between the acoustic lens and ultrasound probe, additional findings were as follows: due to wear of forceps elevator lever, up/ down knob could not be locked securely; air/water cylinder had discoloration; suction cylinder was deformed; because guide pin of electrical connector was shaved, water tightness was lost; due to clogging of nozzle, no water was fed; due to clogging of air/water tube, water supply volume did not meet the standard value; acoustic lens had a scratch; adhesive around light guide lens had wear; due to wear of angle wire, the play of right/left and up /down knob was out of standard value; due to wear of angle wire bending in down and right/left direction did not meet standard value; due to deformation of bending tube, bending angle in down direction exceeded the standard value; due to wear of knob wire, the forceps raising angle did not meet the standard value; and channel tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
Correction: e2 was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. Reprocessing is carried out before sending the actual product to olympus. It was also confirmed that there were no major deviations from the instruction manual in the reprocessing method. No equipment abnormalities were confirmed around the nozzle. Reprocessing methods can be found in the following chapters of the instructions for use: chapter 7 cleaning, disinfection, and sterilization procedures, chapter 8 reprocessing workflow for endoscopes and accessories, chapter 9 reprocessing the endoscope(and related reprocessing accessories). Olympus will continue to monitor field performance for this device.